Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The reporter noted the patient¿s blood glucose was between 250-499 mg/dl without symptoms or signs of hyperglycemia. The reported bg excursion does not qualify as a serious injury.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 30-jan-2019 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. No suspend defects were found during testing of the basal duration. No defects to the pump were found in relation to the alleged suspend issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.